Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance has shown a downward trend during the last year, and is now at 200 ohms. The lead is still in use. No patient complications were reported as a result of this event.